Event description:
Patient called to report a product issue with her dexcom g6 transmitter. Patient stated that last night, her transmitter failed and when she woke up and looked for the reading on her pump as she normally does, she saw an error symbol instead. Patient stated she was unsure if it alarmed, but she contacted tandem because she uses a tandem pump with the dexcom transmitter, and they said the error message symbol was a failed transmitter message. Patient stated she is concerned because the transmitters are supposed to last for 90 days, and hers failed after only 20 days. Patient also stated she is frustrated and is seeing more and more failures with dexcom as a company. Patient stated that anytime she calls dexcom for help she must speak with someone out of the country and has a hard time understanding them. Patient stated that she thinks dexcom has gone downhill. Patient stated this issue is potentially very dangerous, having her transmitter fail and not work all night while she's sleeping and unable to watch for changes in her blood sugar.

Event description:
Additional information received from reporter on 10/14/2020 for report mw5096925. Reporter called to report that she experienced the same issue she previously reported about, her transmitter failing. Patient stated she is very concerned as she depends on the device to work appropriately. Patient also stated she wanted to stress her frustration with dexcom and her concern that the company is letting her down. She said she doesn't trust them anymore and their customer service is of no help. She said she¿s very concerned there are many more people having similar issues, which is very dangerous. Issue she previously reported about, her transmitter failing. Patient stated she is very concerned as she depends on the device to work appropriately. Patient also stated she wanted to stress her frustration with dexcom and her concern that the company is letting her down. She said she doesn't trust them anymore and their customer service is of no help. She said she¿s very concerned there are many more people having similar issues, which is very dangerous.